Manufacturer narrative:
(B)(4). The customer did not provide the unit serial number in the report; the date of manufacture cannot be determined. Patient information as well as the address, serial number of the device and other additional information associated with the complaint has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The mcgrath® mac is device class: regulation number: (B)(4) (510k exempt).

Event description:
Covidien received medwatch report number: mw5044992 on (B)(6) 2016. Report event outcome is checked as life threatening; event report type is checked as serious injury. The event date stated is (B)(6) 2015. The description states "using mcgrath to intubate patient with altered loc, who was traumatic head injury. Mcgrath turned on the screen illuminated, just as medical personnel were placing mcgrath blade in patient's mouth to visualize structures, and the screen went black. Power button pushed again and the screen re-illuminated. Visualization attempted a second time and the screen went black again, as personnel moved hand the screen lit up. The battery was exchanged with new battery between first attempt and second. All equipment checked out on checks in the am at start of shift." Additional information has been requested.